Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the diagnostic cystoscopy, the technician found that sometimes front panel display was getting off. There was no report of patient injury associated with the event.